Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse identified repeated 23087 faults universal surgical manipulator (usm). Fse replaced the usm to correct reported problem. System tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate the customer reported complaint. However, the error was confirmed via error logs/system logs. The unit was tested on an in house system and passed normal mode. The unit was also tested on a patient side cart fixture test platform (pftp) and passed lissajous, sensors check, direction, backdrive, sine cycle, brake, friction, check cannula and insertion buttons tests. The isa board will be replaced and the carriage will be upgraded to -16 as a fix. The carriage was opened and no debris was found on the rotor or isa board.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had repeated recoverable 23087 errors on universal surgical manipulator 2 (usm2). The customer contacted the technical support engineer (tse) at the end of the procedure. Prior to contacting tech support, customer stated that they tried to power cycle but issue returned. Tse viewed system event logs and confirmed multiple error 23087 indicating a hall sensor/encoder error. The tse also found errors 23068/23069 indicating primary encoder and sensor errors. Tse asked the customer to hard cycle and epo the patient side cart (psc), but the errors returned on power up. Tse had customer hard cycle and epo again, leaving it off for 1 minute but the errors returned on power up again. Tse advised customer that a service order will need to be created for their fse to further troubleshoot the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the coordinator was not in the case and stated that or staff had informed of the issue. The coordinator stated that she was informed that dvstat was contacted at the end of the case to troubleshoot the issue. The robotics coordinator stated that if the errors occurred during the case, then she is comfortable reporting that they would have disabled usm2 and continued with three arms; as the surgeon only needed to use three arms. She reported that the case was completed robotically as planned with no report of patient injury.